Event description:
I received your message regarding your questions about dr.'s revision case. Here is what happened with the pt's implants. Both the right and left rods were broken across the l5-s1 disc space. Additionally, the right s1 screw was broken in the pedicle. Based on this assessment, dr. Did an anterior lumbar interbody fusion and revised posterior lumbar stabilization. During the revision surgery, the top portion of the broken right s1 screw was removed. The distal end of the broken screw, still left in the pedicle was unable to be removed. The left s1 screw was replaced with a dual-core 7.0mm x 45mm screw. The broken section of the distal end of the each rod was removed. The t8-l5 screws were left in the pt along with the remaining pportion section of each 400mm rod, and parallel connectors were used to replace the broken section of the rod. One 75mm rod and one 100 mm rod were placed in the parallel connector and attached with uss collars and nuts to the left s1 screw and the left and right iliac screws. However, one 15mm transverse bar was used to connect a screw to the rod. A transconnector was placed across the l5-s1 disc space. A chronos 100mmx25mmx3mm strip soaked in bone marrow aspirate taken from the pt's iliac was sutured to the transconnector, rod and scar tissue in the lateral gutters. Local autograft mixed with 10cc of medium chronos granules were placed in the chronos strip. The pt was then flipped to have an 8mm synmesh with end caps cage filled with the remainder of the autograft/chronos mixture was placed anterior and a 43mm antegra sacral plate was placed over the anterior aspect of the l5-s1 disc space. The implants that were removed but not part of the broken area were returned to the pt per the pt's request. The broken implants were given to dana clinkscales to be returned to synthes for review.